Event description:
During peripheral angiogram in cardiac cath lab a torque wire was introduced into a 5 fr catheter. The wire was frayed when removed. After the procedure was terminated the pt's right radial pulse was lost. The pt had to go to surgery for exploration. A segment of wire coating was removed from the radial artery.